Manufacturer narrative:
Manufacturer reference # (B)(4). A replacement was sent and the customer's remote was returned to the vendor (stockert) for analysis. No failure or error was found with the returned device. Full functional and safety tests were performed by the vendor and the remote passed all tests. The device history record for stockert remote serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle. The device met all requirements prior to distribution.

Manufacturer narrative:
There was no injury reported to the patient. A replacement was sent to the user facility by bwi however, the facility has discarded the complaint product. If the facility sends the product back to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA. (B)(4).

Event description:
It was reported that the "stop" button was not functioning on this stockert remote device. When the user started rf, the stop button would not terminate the rf session as desired. It could only be stopped by accessing the button on the stockert at the patient bedside. No injury to the patient has occurred.